Event description:
Pt came in as overdose from pain medications. Md ordered insertion of lavage tube with charcoal to be administered after the saline flush. Pt tolerated all without difficulty. No difficulty with insertion either. After charcoal instilled and lavage tube removed, approx an hour later, pt reported chest pain. Chest film indicated esophageal perforation. Pt sent to o.r emergently and hospitalized for approx one week. No problems noted during stay. Pt went on home with naso-gastric tube in place and strict orders not to eat/drink via mouth/throat/esophagus.